Manufacturer narrative:
During the preliminary investigation, the database for each instrument was reviewed. All quality control measurements were within acceptable limits. The slopes of the complaint related sensors were within acceptable limits. No abnormal forecast signals were observed. Based on this, each b 123 instrument and the associated sensors worked correctly. It was noted that the reference methods of the vitros fusion laboratory instrument and the b 123 instrument are different. During further investigation, correlation factors were applied to the b 123 instruments and, for most of the results, the difference between the laboratory instrument and the b 123 instrument was less than 5 mmol/l. For certain results, the difference was still higher than 5 mmol/l for certain patients. It was suggested that the customer apply the correlation factors on the b 123 instrument and to check the accuracy of the laboratory instrument. The investigation showed no indication of a quality issue of the instruments or the sensor cartridge. All products meet specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned sodium (na) results from all 3 of their cobas b 123 instruments used in the neonatal intensive care unit between (B)(6) 2016. Data was provided for 236 patient samples compared between one of the customer¿s b 123 instruments and the vitros 5.1 fs system used in the laboratory. Based on the data provided, the results for 42 patient samples were erroneous. The customer indicated the results are being used by clinicians, although a back up sample is often sent to the laboratory. No additional information regarding laboratory testing was provided. This medwatch will cover the b 123 instrument with serial number (B)(4). Refer to medwatch with patient identifier (B)(6) for information on the erroneous results from b 123 instrument with serial number (B)(4) and patient identifier (B)(6) for information on the erroneous results from b 123 instrument with serial number (B)(4). Refer to the attached data for patient results. The customer was not aware of any adverse events for any of the patients affected. Capillary samples were used for the tests on the b 123 instruments. The na electrode lot number and expiration date were not provided.